Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that while performing a correlation study between the axsym digoxin ii assay vs the axsym digoxin iii assay were higher compared to axsym digoxin ii. For example, a pt sample generated a result of 1.5 ng/ml using the axsym digoxin iii which is higher than the result of 1.0 mg/ml using the axsym digoxin ii. There was no impact to pts management reported.